Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No unexpected battery out limit alarm was noted. All operating currents were within specification. The insulin pump passed the self test. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
It was reported by the customer that their insulin pump stopped working. It was also reported that the insulin pump display screen was stuck on battery alert. The customer is also getting a battery out limit that will not clear. Customer's blood glucose level at the time 81mg/dl. Advised insulin pump would be replaced. No additional information is provided.